Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 31mm mitral pericardial valve implanted in mitral position was explanted after 8 years and 11 months of implant duration due to svd by bioprosthesis calcification leading to mitral stenosis (ef 50% and mean gradient of 21 mm hg). Per the medical documents provided, a thrombus was found in the left auricle and removed during explant. Indication for initial mvr was mitral insufficiency due to leaflet prolapse by cord rupture with mitral endocarditis due to streptococcus sanguinis and vegetations presence. A non-edwards mechanical valve was implanted in replacement. Per medical opinion, they were satisfied with the performance of this surgical valve considering the patient age at the time of the implant ((B)(6) y-o) and the implant duration. Per the pre-discharge echo, there was no leakage or significant stenosis in the tricuspid native valve repaired with an annuloplasty physio ring. The patient was discharged on pod+15.

Manufacturer narrative:
H3. Device evaluation: customer report of calcification and stenosis were confirmed. Xray demonstrated wireform intact, heavy calcification on leaflets 1 and 2 and moderate calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 15mm on leaflet 3 at the inflow aspect and 15 mm on leaflet 1 at the outflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at the both the inflow and outflow aspects. Sewing ring was cut off around leaflets 2 and 3 and cut off sewing ring fragments were not returned. Two suture pledgets remained attached to the sewing ring around leaflet 1 on the outflow aspect. Multiple sutures also remained attached to the sewing ring around the valve. H10. Additional manufacturer narrative : the device was returned to edwards for evaluation. Customer report of calcification and stenosis was confirmed. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event was due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6.